Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The kit is the adult ancillary 1170 master convenience kit 1183217 (lot 210129-mh2). Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that there was a malfunction of the safety syringe while administering the (B)(6) covid 19 vaccine. The needle remained in the patient's arm.